Event description:
The customer reported this atrial lead was capped due to high lead impedances >3000 ohms and dislodgement. A new lead was implanted. No adverse pt effects were reported. The lead was actively implanted for approx 3 yrs, 8 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.